Manufacturer narrative:
Dyspareunia - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a transvaginal tape, bladder sling, urethral suspension, and cystocele repair in 2007. Since implantation of the mesh devices, the pt has experienced erosion, shrinkage, and extrusion of mesh, causing urinary retention, persistent pain including dyspareunia, and numerous surgical procedures to remove the mesh devices. No additional information was provided at this time.